Manufacturer narrative:
Visual evaluation determined the instrument was mangled and well past its life expectancy based on the wear on the working end and the manufacturing date code. The instrument also appeared to be re-tipped based on the bends of the #17 explorer not matching the shape of the hu-friedy brand. Date of birth of patient is unknown. Weight of patient is unknown. No relevant medical history. Hu-friedy does not track our devices, which are mostly low risk class 1 devices, by serial number, only a lot number which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted. The device is not explanted. Not applicable. No concomitant medical products and therapy dates. The (a) nda number, bla number and 510 (k) number are not applicable to this class 1 device. No protocol numbers are relevant. This is not a follow-up. This is an initial report. No remedial action initiated. No correction/removal initiated.

Event description:
During a standard exam, the doctor was looking for cavities and the tip of the instrument broke in the patient's mouth. The patient swallowed the tip.